Event description:
The customer reported the rate exceeded the maximum. No report of pt or staff injury.

Manufacturer narrative:
The customer cancelled the service call prior to inspection by the field service engineer. No conclusion can be drawn. However, no reports of pt or injury staff. (B)(4).